Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump using provided instructions, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if any future issues arise.